Event description:
During a customer contact with baxter's technical service center to report receiving a low drain volume alarm with the homechoice (hc) machine during drain cycle 2 of 5, an increased intraperitoneal volume (iipv) situation was also reported. Per the initial report, the technical service representative (tsr) assisted the home pt (hp) to check the line and press go back to drain 2 of 5. The drain volume was increasing from 3279ml to 3361ml. Hp was not in fill 3 of 5. Product surveillance contacted the nurse in 2009; the nurse stated she has seen the pt since this incident and the pt has not mentioned any symptoms of the iipv or the iipv incident itself. The nurse stated she believes the pt's largest prescribed fill volume is 2000ml, however, she was unsure at this time. The nurse stated the pt may have bypassed causing her to be overfilled. The nurse stated since the pt's last visit, which was after this incident, the pt is doing well, has continued therapy successfully and did not have any pt injury or medical intervention. Product surveillance contacted the pt's daughter; the daughter stated they filled and drained with manuals. The daughter stated they had positional problems which may have caused the overfill, however, after repositioning they drained manually. The daughter is not sure how much they filled with, as she is not at home at the moment. The daughter stated the pt does not have any symptoms and has continued therapy without pt injury or medical intervention. Product surveillance contacted the pt's nurse the following month; the nurse was able to provide the pt's largest prescribed fill volume (as the daughter did not have the info previously). The nurse stated the fill volume is 2000ml. The nurse also stated the pt does not speak english well and tends to make mistakes on the device. The nurse stated the device is functioning properly and a swap is not needed. The pt continued therapy successfully. There was no pt injury or medical intervention. Product surveillance followed up with the pt's daughter on to complete the iipv call script as now the fill volume was now available; the daughter stated the overfill was due to use error and the device is functioning properly, however, she could not specify how the use error occurred. The caregiver stated the pt did not have any symptoms during fill 1 or dwell 1. It was unk whether the user connected before the "connect yourself" display or pressed go before closing clamps. There was no power loss during set up. A swap was declined. The device could not be evaluated, therefore the complaint could not be confirmed and the root cause could not be identified. CAPA is currently open for reportable malfunction of over-delivery/iipv.

Manufacturer narrative:
.